Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. The complaint description indicates a non union at l4-l5 which may have subjected the rods to excessive loads and/or motion cycles. Additionally, marks on the rods may have created stress risers in the area of the breakage. Based on the description it is unclear what caused the collar to break. Significant lateral forces combined with impaction; over torque on the nuts are possible. The cause of the device failure is unknown.

Event description:
Patient was implanted with uss construct at t9-ilium on (B)(6) 2011 for a posterior fusion. Reportedly patient was found to have bilateral broken rods and non union at l4-l5. Patient was returned to the or on (B)(6) 2012 for removal of hardware. It was noted intraoperatively that the collar on the left iliac screw was broken in two pieces. Surgeon removed all hardware and patient was revised to dual-opening uss construct. This is 9 of 15 reports for the same event.